Event description:
It was reported that there was swelling at the surface of the skin when refilling the pump with 40 ml of 2000 mcg/ml compounded baclofen. The hcp (healthcare provider) was "fairly certain that he was in the reservoir", so he was theorizing that perhaps some drug leaked out somehow even with the needle in the reservoir. This had just occurred, so the only symptom at the time of this report was the swelling. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).